Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available. Further information has been requested but has not yet been received.

Event description:
It was reported that the rotaflow shutdown three times on (B)(6) 2022 and once on (B)(6) 2022. No harm to any person occurred. No further information has been received. Complaint ID:(B)(4).

Manufacturer narrative:
It was reported that the rotaflow displays the error message "b temp" during patient treatment. The device has been used with power supply and the battery was charging. The battery capacity was checked by the perfusionist before starting the operation. The device first has been restarted when the "b temp" error occurred. The restart did not solve the reported error therefore, the device has been replaced with a backup device. No harm to any person has been reported. A getinge service technician was on site on 2022-02-24 to repair the affected rotaflow (serial#(B)(6)). The technician confirmed the reported failure and replaced the battery pack with fuse (material#70101.7188). The last replacement of the battery has been on 2021-10-29. Thus the battery was not overdue for a replacement. After the battery has been replaced the device is working as intended. Based on these investigation results the reported failure could be confirmed. The battery has been requested for further investigation, but is no longer available. An investigation of a rotaflow system that exhibited a similar issue "b temp error" was performed in getinge life cycle engineering on 2019-12-09 . The most probable root cause could be determined as a displaced contact due to incorrect assembly of the connector on the battery pack, which led to the reported b temp error. The product in question was produced in 2013-12-01. The review of the non-conformities has been performed on 2022-03-29 for the period of 2013-12-01 to2022-02-03 shows a non-conformity (nc #(B)(4)) in regard to the reported product and failure. In order to avoid reoccurrence of the reported failure, the user will be informed to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.4 / en / 15. Chapter 2.2.2 position of use and operation, and positioning make sure that the ventilation openings are not obstructed and the rotaflow system is not covered. There is a risk that the rotaflow system will overheat. Ensure a minimum distance of 50 cm to other devices, objects, or the wall. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required.

Event description:
New information regarding the failure description (change from ¿shutdown¿ to ¿b temp¿ error) has been received by the getinge sales and service unit on 2022-03-11. It was reported that during patient treatment the device displayed the error message ¿b temp¿. The device has been used with power supply and the battery was charging. The battery capacity was checked by the perfusionist before starting the operation. The device first has been restarted when the "b temp" error occurred. The restart did not solve the reported error therefore, the device has been replaced with a backup device. No harm to any person has been reported. Complaint ID: (B)(4).